Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 at 07:00am ¿ 07:30am she had developed symptoms of ¿fell over, slurring words and couldn¿t speak¿, which she associated with ¿low blood sugars¿ and tested her blood glucose on the subject meter, which gave a result of ¿125mg/dl¿ which she felt was inaccurately high compared with her feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with an insulin pump and had not made any changes to her usual diabetes management routine. The patient reported that at 07:30am ¿ 08:00am the emergency medical services (ems) were called, who tested her blood glucose with an ems meter, which gave a result of ¿27mg/dl¿ and she was treated with IV glucose. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.